Manufacturer narrative:
Based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The instrument was fired with a reload cartridge and it fired and formed all the staples as designed. There were no anomalies noted with the formation of the staples. It was noted that there were thirteen unformed staples returned with the instrument. It should be noted that to ensure complete formation of the staples, the closure trigger and the firing trigger must be fullly actuated until the firing trigger locks into place. If the trigger is not fully actuated, the staples will not form. It could not be ascertained if this may have occurred in this instance.

Event description:
It was reported a tx60g was used during a low anterior resection. It was reported by the affiliate that the staples didn't form. There was no consequence to the patient. 4/28/1998 affiliate responded that the rectal stump had to be sutured again to complete the case.